Manufacturer narrative:
An evaluation of the data card indicated error messages occurred during the treatment. If errors occur during treatment, the rf delivery is stopped and the system will display text with instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported issue. Surface irregularities, such as fat loss, are known possible adverse patient reactions to thermage treatment.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient underwent a procedure for the face, jawline and submental area. The patient started experiencing unevenness and volume loss 48 hours after treatment. The patient felt that her entire face had lost volume and that her skin was "loose" and not as lax as before. The patient was instructed to apply retin-a 0.08 every night and to apply vitamin c serum every morning. The doctor injected the patient with juvederm in upper cheeks 1 month post treatment, and into nasolabial folds 5 weeks post treatment. In the doctor's opinion, while the patient did have volume loss mildly and focally after the procedure, the patient does not look very different from 1 year ago. Reportedly, there was nothing unusual during the procedure.